Event description:
A customer reported to beckman coulter (bec) that the electrolyte injection cup (eic) on the unicel dxc 600 pro synchron clinical system was not draining and approximately one (1) liter of ise (ion-selective electrode) waste leaked. There were no error messages or flags generated to alert the customer. The customer was wearing a lab coat and gloves at the time of the event. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) found a tubing (line 15) had come off the t-setting. After re-attaching the tubing, no further leaks were observed.

Manufacturer narrative:
(B)(4).